Event description:
It was reported that the insulin from the infusion set and reservoir leaked past the o-rings and into the reservoir compartment. The blood glucose reading was 15.5mmol/l. Bg. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three sealed and two opened or used reservoirs. Performed leaking tests and all reservoirs passed per specifications. No leakage anomaly was observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoirs connected and locked into place properly.